Manufacturer narrative:
The following products have been used in the surgery: part# msb_unk_screw; lot# unk; qty# 1 part# msb_unk_rod; lot# unk; qty:1. It is unknown which of these product caused blood loss. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent open surgery at t10-t12, t12-l1, l1-l5, l5-s1 due to spine deformity. Intra-op, blood loss took place during the procedure. Blood transfusion was performed as a result of this event. The patient suffered from low hematocrit levels (value of 20) during the surgery.